Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stuck motor error alarm loop during the bolus delivery, and an error alarm noted in the alarm history file. The device passed the rewind, basic occlusion, prime, and displacement test. The motor was tested outside the device and passed. However, the motor may have had an intermittent failure that was not detected during our testing. The device was received with protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed motor error. The customer is thirty three weeks pregnant. The blood glucose reading was 206mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.